Manufacturer narrative:
Device lot number unavailable. Device evaluation was not completed because there was no allegation against the device, and the device was not returned. Device manufacturing date is dependent on lot number therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after a posterior spinal fusion case, the site realized the perc pin cannula had been left inside the patient and the perc pin was removed without removing the cannula. The patient was called back to get the cannula removed under local anesthesia. This issue was noticed post-operatively and did not cause any surgical delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.